Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service representative performed an onsite investigation. A routine hard disk check was ran. The system operates as intended.